Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system stopped producing x-rays, and after attempts to re-boot, would not come back up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.